Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. A systems check was started with tandem technical support, however, the customer was unable to complete. Multiple attempts were made to follow-up with the customer to continue the system check, but no response was received.